Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip movement requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip (81221u196) was implanted without issue. The second clip delivery system (cds 90109u185) was advanced, but the clip became stuck between the mitral valve and the chordae on the medial side. The cds was pulled back, but the clip interacted with the first implanted clip, causing the implanted clip to rotate horizontally on the valve. The second clip was able to be placed lateral to the first clip for stabilization. While deploying the second clip, the saline bag ran out, and air was introduced into the left ventricle (lv). The blood pressure dropped and air went into the coronary arteries. The clip was deployed and a balloon pump (empella) was placed to stabilize the patient. A 3rd clip was deployed on the medial side to further secure the first clip. Three clips were implanted, reducing the mr to 1-2. The balloon pump was removed and patient was in stable condition. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any other similar incidents from this lot. All available information was investigated, and the reported partial clip movement and device damaged by another device appears to be due to user technique/procedural circumstances as the second clip delivery system (cds) contacted and damaged the first implanted clip that subsequently resulted in its partial clip movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.